Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported that post op a second intervention to repair an insufficient staple line in a colon procedure, as the staple line opened again. They used a green cartridge and manually sutured to repair the opening. The patient has been discharged home and is doing well.